Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The insert would not lock onto the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt.